Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch verio iq meter was displaying an "apply sample" message after the sample was applied to the test strip. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began earlier the same day he contacted lfs for assistance at approximately 8am. The patient reportedly manages his diabetes with an unknown type/dose of insulin and is a self adjuster, it is not known if he made any changes to his usual diabetes management regimen in response to the alleged issue. He claimed that approximately 5 hours later at 1pm, he developed symptoms of "shaking and sweating" and self treated his symptoms with food/drink immediately at 1pm. At the time of troubleshooting, the customer care advocate (cca) noted that the correct test strips were being used and the patient was reportedly performing the test correctly. The alleged issue was resolved with a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k110637.